Manufacturer narrative:
A philips field service engineer (fse) reported that the issue was not duplicated by a check performed. The fse then noted that the issue (check vent: backup alarm failed" (diagnostic code 1104)) was confirmed in the event log. The fse replaced the cpu (central processing unit) board as a recurrence preventive measure.

Event description:
This report is based on information provided by philips service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from the customer, reporting that the v60 ventilator displayed a backup alarm failed error code. The device was in clinical use when the issue occurred. No patient or user harm reported. Investigation ongoing.

Manufacturer narrative:
The suspected central processing unit (cpu) board was returned for failure investigation. The technician documented the following conclusion/root cause, "no problem found/ per ER 2249129, part 001, the issue of ls1 and secondary alarm failure has been previously investigated. Testing of this cpu with the accusation of a secondary alarm failure / e/c 1104 has been analyzed per the steps called out in ER 2249129 part 001. The results of the testing of this cpu has resulted in a no problem found." D4: UDI added.